Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented in clinic for a routine device exchange procedure. Device interrogation revealed false automatic mode switch (ams) episodes, the right atrial (ra) lead exhibited oversensing of noise. Noise was able to be reproduced in clinic with arm movement. The ra lead was capped and replaced on (B)(6) 2021. There were no patient consequences.